Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after unlocking the pump, the touchscreen navigated to the load screen and instructed the customer to complete the load fill tubing sequence. Subsequently, the load fill tubing sequence was unable to be competed successfully. Reportedly, customer changed the pump supplies multiple times to address the issue and successfully resumed insulin therapy. Customer's blood glucose level was 189 mg/dl. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.